Event description:
Per off label use requirements the procedural report of the use of an enterprise vrd in a stenosed hepatic artery was received by cnv regulatory. Angioplasty and several attempts at placement of other stents (guidant multi-link ultra 4.5mm x 28 mm coronary artery stent and cordis slalom 5mmx20mm stent catalog, lot#) were unsuccessful due to severe kinking of the vessel. Ultimately the enterprise was used to maintain patency of the left hepatic artery. Post procedure there was improved flow through the kink and stenosis with a 50% residual narrowing. Because of the repeated attempts, non-occlusive dissection was suspected, and due to low flow status, tpa was administered. Additional information indicated that the patient returned approximately a month after the index procedure with an occlusion of the enterprise stent. The physician indicated that the following "this was very difficult case of this hepatic transplant patient, and the reason for the occlusion was that the artery was damaged due to the index procedure and likely kinked". The patient was on aspirin 325mg daily, but no measurements were performed. The patient was compliant. The patient is doing well currently (tolerated the hepatic artery occlusion fine). The current medications consist of prograf, oxycodone, bactrim, nifedipine, and lasix. The patient medical history was liver transplant patient with elevated enzymes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2008-00279.